Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the balloon popped during the procedure and two pieces fell into the pt. The pieces were retrieved via lap grasper and the incision size was not extended. Another device was opened and used to complete the procedure. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.